Manufacturer narrative:
Concomitant medical products: concomitant products: cook tx-15-a tri-ex® triple lumen extraction balloon, cook tri-25m-p tri-tome pc® triple lumen sphincterotome. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. At 21.5 cm from the distal end, approximately 1.0 mm of the wire guide covering is twice folded over. Approximately 25.2 cm to 26.4 cm from the distal end, the wire guide covering has folded over itself, and a section of core wire was exposed from approximately 26.4 cm to 28.1 cm due to wire coating fraying/damaged. The wire guide has no kinks, but a few rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the user advanced a cook tri-ex triple lumen extraction balloon (tx-15-a) through [over] the cook acrobat wire guide (acro-35-450) to the desired position and the surface of the wire guide peeled off while the user was capturing the stone with the extraction balloon. Then the endoscopy stuck [endoscope was stuck] due to coating peel off [and the user was] no longer able to continue the procedure. The user then retracted the endoscopy [endoscope] and changed to another [of the] same device to complete the procedure. On (B)(6) 2020, the customer confirmed that the wire guide was stuck in the extraction balloon and the extraction balloon, wire guide, and endoscope were removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.